Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon the second inflation at 12 atmospheres within 6 seconds. The balloon was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported.